Event description:
It was reported that during breast brachytherapy, lumen #1 and the marker under lumen #1 were loose from the housing and were moving. The customer measured the lumen and each time got a different measurement. They also reported the nitinol wire was moved from under lumen 1.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. The complaint sample was returned for eval. Visual examination revealed that the balloon had been cut off from the catheter. Lumen #1 and the nitinol wire underneath were secure on the tube guide. Multiple measurements were made for lumen #1 length and it met specification. Conclusion: the root cause of the reported failure could not be determined as the failure could not be replicated during the evaluation. The current IFU (instructions for use) state: CT imaging should be used in conjunction with commercially available treatment planning software to determine appropriate source lumens, source dwell positions and dwell times for optimized radiation delivery of a prescribed dose to the targeted treatment of volume. Warning: to insure appropriate treatment dose distribution, the applicator must be imaged prior to delivering each fraction of radiation to confirm correct position, balloon volume, skin spacing and conformance.